Manufacturer narrative:
It was revealed the patient only had 3 leads. In turn, MFR. Report#: 1627487-2017-07963 and MFR. Report#: 1627487-2017-07964 were submitted in error.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2017-07960, reference MFR. Report#: 1627487-2017-07961, reference MFR. Report#: 1627487-2017-07963, reference MFR. Report#: 1627487-2017-07964. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced with another model which resolved the reported issue. Please note: upon further review of the manufacturer's device record database, it was revealed the patient only had 3 leads. In turn, MFR. Report#: 1627487-2017-07963 and MFR. Report#: 1627487-2017-07964 were submitted in error.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2017-07960. Reference MFR. Report#: 1627487-2017-07961. Reference MFR. Report#: 1627487-2017-07963. Reference MFR. Report#: 1627487-2017-07964. It was reported the patient experienced ineffective therapy from the scs system. Reprogramming was initially able to resolve the issue. However, the patient experienced a loss of stimulation coverage again. As such, the patient underwent imaging which revealed lead migration. As such, the patient will consult with the physician to determine the next course of action.

Event description:
Device 3 of 5, reference MFR. Report#: 1627487-2017-07960. Reference MFR. Report#: 1627487-2017-07961. Reference MFR. Report#: 1627487-2017-07963. Reference MFR. Report#: 1627487-2017-07964. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.